Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included multigravida and parity 5 (date of birth: (B)(6) 2006, (B)(6) 2008, (B)(6) 2010, (B)(6) 2012 and (B)(6) 2018). Previously administered products included for an unreported indication: depo-provera. In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced cystitis ("infection(bladder/urinary tract/vaginal)-type: bladder infections"), urinary tract infection ("uti's") and vaginal infection ("vaginal infections"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdomen pain"), dyspareunia ("dyspareunia(painful sexual intercourse)"), migraine ("migraines") and headache ("headaches"). The patient was treated with antibiotics, ibuprofen and surgery (surgery to remove the essure implant). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, migraine, headache, cystitis, urinary tract infection and vaginal infection outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted, as per current pfs, patient had not had essure removed. Most recent follow-up information incorporated above includes: on 21-feb-2019: pfs received. Following events were added: dyspareunia(painful sexual intercourse), migraines, headaches, infection(bladder/urinary tract/vaginal)-type: bladder infections, uti's, vaginal infections. And she did not undergo any essure confirmation test. Treatment drug added. Event severity added for: pain and abdomen pain. Event outcome added for: abdomen pain. Historical drug added. Medical history added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea") and abdominal pain ("abdomen pain"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted, as per current pfs, patient had not had essure removed. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter information, patient demographic information, product indication, onset date updated. New events abnormal bleeding (menorrhagia), abnormal vaginal bleeding, dysmenorrhoea and abdominal pain added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.